Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. No damages to the keypad cover were observed. The pump powered up with auditory and vibratory features. The keypad buttons responded intermittently. Removal of keypad cover did not find anomalies with the button contacts. Pump casing was opened and evidence of moisture intrusion was found on the display screen, on the glucose monitoring module, on the motor wire connector and the wire connector of the keypad buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all the keypad buttons were under responsive. It was reported that there was moisture behind the display and the keypad cover was undamaged. The reporter stated that there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.